Event description:
Boston scientific received information that during a repositioning procedure of the associated device, it was observed this left ventricular (lv) lead dislodged. The lv lead moved from the original implant position to the cardiac main vein. No revision was made. Pacing was confirmed in the lv tip to right ventricular (rv) configuration. No adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service. At this time there is no adverse patient effects reported. Should additional information become available this report will be updated.